Manufacturer narrative:
Remaining patient demographics not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: sw kit, 9735737, stealth s8, cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a cranial resection procedure the foot-switch was not responding. The footswitch was not initiating the start of the trace registration. They tried 2 different footswitches with the same unresponsive behavior. The site switched to stationary probe which worked for registration. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received. Updated with patient demographics. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis determined that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Per system checkout, behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.